Event description:
While in the body, the catheter wires broke and could not bend into the d curve, just the f curve. When the catheter was inserted to the patient's body, the physician was unable to make the d curve. He pulled out the catheter and noticed that the d curve part was not functioning. The catheter was removed and a new catheter was used. No issues with the new catheter. No injury to the patient.